Event description:
It was reported that the device has reoccurring syringe sensor error. There was no patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6). H3: one device was returned for analysis. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was due to a plunger flippers and ear clip stuck. As a result, plunger kits and ear clip were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.